Event description:
The procedure was performed on right sfa restenosis, located at tip of a stent (unknown make and model). The turbohawk caught on the end of the stent. The cutter was stuck on the strut of the stent. The physician did not turn off the device and unhook it. The physician tried a parallel wire, tried a balloon, and was not successful. Then removed the entire system out with the sheath. The stent was left deformed. The patient had a hematoma on the left side and had to have two units of blood transfused. Another physician will be seeing the patient to fix the deformed stent with a covered stent. Investigation of the returned device on (B)(6) 2013, found self-expanding stent fragments at the housing window.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.